Event description:
It was reported that the vns patient would be having his vns lead and generator replaced due to an unknown reason. Clinic notes indicated that the magnet activation did not abort a seizure. Information was later received indicating that the reason for replacement was due to a lead fracture. Surgery to replace the lead and generator has occurred and the explanted products have been returned for analysis. A return product form was received including a note indicating 'lead broken.' Through the analysis of the diagnostic history present on the generator, it was found that the high impedance likely occurred on (B)(6) 2012 when a change in impedance from 1987ohms to 13408ohms occurred. The generator was disabled after the generator was found as recommended in manufacturer labeling. Attempts for additional information from the neurologist's office have been unsuccessful to date. No adverse events have been reported.

Event description:
Analysis of the explanted vns lead and generator has been completed. The generator performed to functional specifications although the "neos" indicator was "yes" indicating the generator was near end of service. No anomalies were found with the generator that would affect the performance of the device. The entire lead was not returned. No anomalies were found in the returned portion of the lead. The setscrew marks present on the lead pin indicate proper connectivity between lead and generator at one point in time.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred however did not cause or contribute to a death or serious injury.